Event description:
It was reported that the patient underwent a revision procedure due to fluid loss with a connector crack, the pump did not work and the reservoir was empty of fluid with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted. The patient got well following the procedure. During the revision procedure the crack was identified to be on the tubing connecting the pump to the reservoir.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of connector crack was confirmed. Based on a review of all available information, the cause of the reported event was determined to be a result from worn filament but no leaks were present and the pump failed the activation test. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to the pump did not work, and the reservoir had fluid loss resulting from a connector crack between the reservoir and the pump with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted. The patient got well following the procedure.